Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving saline via an implanted pump. On (B)(6) 2020 the patient reported that when the pump was implanted, she developed an infection, so the hcp (healthcare professional) removed the pump, cleaned the pump, and put the same pump back in but the infection did not go away so the pump was removed and another pump was implanted on the opposite side of her body. The patient also mentioned that the hcp thought the her blood sugar was too high, so they removed the pump. The patient was wondering why her body would reject the pump. No further complications were reported/anticipated.